Event description:
As reported: "when the proximal target device was used, the drilling of the oblique hole went to the long direction, and the screw could not be inserted." Additionally reported: "the screw was reported as the defective product."

Manufacturer narrative:
The reported event that locking screw, fully threaded t2 tibia ø4x30mm was alleged of issue ¿implant - insertion impaired¿ could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The IFU clearly suggests: ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on past complaint history some of the probable causes could be : improper preparation before use, surgeon not experienced with the use of target device, sleeves not fixed or not introduced far enough, load on instruments by soft tissue (incision not precise) etc. Which are all user related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported: "when the proximal target device was used, the drilling of the oblique hole went to the long direction, and the screw could not be inserted." Additionally reported: "the screw was reported as the defective product".